Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. The set was examined for defects and abnormalities. The set was separated at the top pumping segment. Upon further investigation it was determined that the infusion set was missing the ring retainer (part number: 601316-000). The customer complaint that the primary tubing came apart by a port site while priming was verified. The root cause was found to be a misassembly. A device history record review for model 2426-0500 lot number 20125271 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20125271 regarding item #2426-0500.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20125271 (concomitant secondary set) material no: unknown (concomitant secondary set) batch no: unknown primary tubing came apart by a port site while priming.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2426-0500 . Batch no: 20125271. (Concomitant secondary set) material no: unknown. (Concomitant secondary set) batch no: unknown. Primary tubing came apart by a port site while priming.